Manufacturer narrative:
Evaluation found that the catheter could not be inflated with 10 ml of water due to incorrect sac placement which caused the sac to close the inflation eye. This reported event is assigned as manufacturing related due to incorrect sac fitting technique. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:[warnings] method for use.. Do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable . Patients who are or have been allergic to natural rubber latex. With known allergy to silver coated catheter. [Directions for use] method of use the device is intended for single use only and is not reusable. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon.

Event description:
It was reported that the user was unable to inflate the balloon during a pretest. The inflation funnel ballooned out when he/she injected water.